Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system required a ups replacement. Additional information was received from the field service engineer indicating that the system failed to boot as a result of the issue. No patient serious injury or death was reported related to this event.